Manufacturer narrative:
Investigation in process. Device evaluated by MFR: location unknown.

Event description:
Maude report received from FDA. Patient states: "I had a new replacement on (B)(6) 2015, after waiting an appropriate amount of time, it is apparent there is a problem with the knees as I am in constant pain. My doctor keeps telling me "x-rays look fine". I had a second opinion, doctor told me "x-rays look fine but knee seems a little loose". The knee used for my replacement is a zimmer nexgen complete knee solution, legacy knee, posterior stabilized, lps flex femoral component, porous size g right, trabecular metal tibial tray, fixed hearing, size 6, prolong highly cross-linked polyethylene, 10mm 35mm patella, trabecular metal. I know this was implanted after the (B)(6) recall of zimmer nexgen, however, I am experiencing the same difficulties and problems of those people who received an implant prior to (B)(6). Zimmer has apparently not fixed the problem with their knee implant. On (unknown date) 2016, my implant knee locked up during physical therapy and the therapist had to stop therapy and use heat and cold packs along with massage to finally get it mobile again. Four days later, the same thing happened at home and I made a call to the on-call doctor, as it was a sunday for an appointment the next day. I am 3 months away from losing my employment due to being unable to return to work as I cannot move around with efficiency and have constant pain as well as not being able to ascend and descend stairways normally and without pain. There are still 2 pockets of swelling on the front inside the outside of my kneecap after 9 months which doctor says is "soft tissue swelling". I have difficult in ascending/descending stairs as it creates pain. I have problems on uneven ground as the knee feels loose or unstable. I am unable to get a good night's rest as the knee becomes very stiff and painful if I turn over. I cannot sit in a restaurant booth for dinner as the knee.

Manufacturer narrative:
Little detail is available to aid in this investigation at this time. The zimmer biomet has made several attempts to obtain additional information. The part number and lot number of the device is unknown. The tm patella, which has not been alleged to have failed, was not revised and remains implanted as of this notification. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
Knee issues - maude database notification.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
Maude report received from FDA. Patient states: "I had a new replacement on (B)(6) 2015, after waiting an appropriate amount of time it is apparent there is a problem with the knees as I am in constant pain. My doctor keeps telling me "x-rays look fine". I had a second opinion, doctor told me "x-rays look fine but knee seems a little loose". The knee used for my replacement is a zimmer nexgen complete knee solution, legacy knee, posterior stabilized, lps flex femoral component, porous size g right, trabecular metal tibial tray, fixed hearing, size 6, prolong highly cross-linked polyethylene, 10mm 35mm patella, trabecular metal. I know this was implanted after the 2/2015 recall of zimmer nexgen, however, I am experiencing the same difficulties and problems of those people who received an implant prior to 2/2015. Zimmer has apparently not fixed the problem with their knee implant. On (unknown date) 2016, my implant knee locked up during physical therapy and the therapist had to stop therapy and use heat and cold packs along with massage to finally get it mobile again. Four days later, the same thing happened at home and I made a call to the on-call doctor, as it was a sunday for an appointment the next day. I am 3 months away from losing my employment due to being unable to return to work as I cannot move around with efficiency and have constant pain as well as not being able to ascend and descend stairways normally and without pain. There are still 2 pockets of swelling on the front inside the outside of my kneecap after 9 months which doctor says is "soft tissue swelling". I have difficult in ascending/descending stairs as it creates pain. I have problems on uneven ground as the knee feels loose or unstable. I am unable to get a good night's rest as the knee becomes very stiff and painful if I turn over. I cannot sit in a restaurant booth for dinner as the knee